Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 490 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, body soreness, nausea, sore throat, headache and fatigue. The patient had first gone to urgent care where they were diagnosed with covid. The patient reports they were at urgent care for 30 minutes. The patient reports the same day after returning from urgent care they had still had not felt well and went to the hospital. Once at the hospital the patient was diagnosed with dka. The patients pod was removed and the patient was placed in the intensive care unit. The patient was treated with intravenous fluids, magnesium, vitamins and an insulin drip. The patient was discharged from the hospital after 2 days. The patients pod will not be returned as it has been discarded.